Event description:
It was reported to our country manager in france that during a vns implantation, an error message: system diagnostic not available before normal diagnostic performed, was seen displayed on their handheld computer. Good faith attempts are underway for further info and programming history to review.